Event description:
Hold jp 7-13consumer claims he was using the heating pad for his back while sitting on a couch. He noticed it getting hot and alleges that it burned two holes in the couch. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to leaning on the heating pad which is abuse of the product and a violation of the instructions and warning provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crunching). A prepaid label was sent to the consumer for return of the product.